Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.